Manufacturer narrative:
Reference code nx052z. Device name as vega ps tibial plateau cemented t1+. Serial number: n/a. Batch number: unknown. UDI device identifier: (B)(4). UDI production identifier: unknown. Basic UDI-di: n/a. Unit of use UDI-di: (B)(4). Manufacturing date unknown. Ref.code device name batch nx009z as vega ps femoral comp.cemented f4n l 52155557. Nx210 vega ps+ gliding surface t1/1+ 10mm unknown. Nn261z as tibial obturator d12mm unknown. Nx043 patella 3-pegs p3 52128965. Investigation: no product at hand. Therefore an investigation at the device is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number: 52155557. (All registered as involved components). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega knee. It was reported that as a result of having the product implanted, the patient has experienced knee pain, swellling, difficulty walking, and loosening and instability of the device. The primary procedure occurred on (B)(6) 2016, and there was no revision performed. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx009z (ps femur cemented f4n lt). Nx210 (ps pe insert t1/t1+, 10mm). Nx052z (ps tibia cemented t1+). Nn261z (tibial obturator d12mm, l7mm). Nx043 (universal patella p3). The cement used is biomet cobalt hv bone cement (402282). The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00418, 2916714-2020-00419, 2916714-2020-00420, 2916714-2020-00421.